Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events seroma-late, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown, rupture, silicone migration.

Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿some silicone has already settled in the lymph nodes¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ this record relates to the left side. The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿some silicone has already settled in the lymph nodes¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ this record relates to the left side. Healthcare professional reported capsular contracture, baker grade ii. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade ii. The device has been explanted.

Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿some silicone has already settled in the lymph nodes¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ this record relates to the left side. The device remains implanted.